Event description:
It was reported that a CT scan was required due to a broken internal left hip prosthesis.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, the medical/clinical records have not become available at this point. The medical investigation task will be closed until the records are provided for review, at which time the task will be re-opened and investigated. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed. Credit cannot be issued for the devices.